Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3040 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3040 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("medical device removal / two metallic coils are identified embedded within the myometrium consistent with essure coils.") In a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abdominal pain (lower abdominal pain) on (B)(6) 2023, fever on (B)(6) 2023, abnormal uterine bleeding, cholecystectomy, bleeding genital (bleeds very heavy 4-7 days per month), pain, menorrhagia, dysmenorrhea and parity 3 on (B)(6) 2023, sinus infection on (B)(6) 2022, smoker (smoking off and on for 20 year), multiple allergies (asa-apap-caff buffered seizure aspirin-acetaminophen-caffeine other), vertigo, urinary tract infection, incomplete abortion (iab 1), abortion (abortion 3), tubal ligation and multi gravida. Previously administered products included: zosyn. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3040 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with diflucan (fluconazole), augmentin bid (amoxicillin trihydrate;clavulanate potassium), acetaminophen (paracetamol) and ibuprofen as well as surgery (supracervical hysterectomy bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: using the ligasure device 1st the patient's tubes was removed without difficulty and without bleeding. This was done without difficulty in without any known complication. Patient was admitted approximately 40 hours ago when placed on IV antibiotics. Patient has remained afebrile through the entire hospitalization. Her white count is significantly down this morning. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2023: gravida-7,para-3 sab-2, iab-1 term-3 ab-3, living-3 livebirth-3. [Pathology test] on (B)(6) 2023: uterus, supracervical hysterectomy: lower uterine segment: no diagnostic abnormality. Endometrium: secretory endometrium. Myometrium: multiple leiomyomata. (Largest leiomyoma 1.2 cm). Bilateral fallopian tubes: congestion [smear cervix] on (B)(6) 2023: normal last 1 2 years ago. No other concerns. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:iud embedded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received :event "medical device removal updated to iud embedded" reporters information medical history lab data and product indication added, non drug treatment and rcc updated treatment drugs added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.